Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating significantly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the console of the device was displaying an e5 error code (handpiece fault) and would not run. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body , and no short circuit between 5vdc line and connector body. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that the motor device was overheating significantly. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.